Manufacturer narrative:
Zheng, y. (2015). Periprocedural complications associated with endovascular treatment of intracranial aneurysms in 1764 cases. Journal of neurointerventional surgery, 8(2), 152-157. The echelon-14 catheters used during these procedures have not been returned for evaluation. The reports of intraprocedural aneurysm ruptures and thromboembolic complications could not be confirmed. From the information provided in the article, these events to not appear to be related to device defect, but rather are procedure-related.

Event description:
Medtronic literature review found reports of echelon-related patient complications. The purpose of this article was to review cerebral complications associated with endovascular treatment of intracranial aneurysms. The authors reviewed 1739 patients who underwent 1764 detachment coil embolizations to treat intracranial aneurysms. During the procedures, an echelon-14 microcatheter was navigated to the aneurysm, then coils were implanted. Intraprocedural aneurysm ruptures (ipars) occurred in 34 of the 1739 patients. The article states that in this series, approximately half of the ipars were caused by aneurysm perforation with the microcatheter and microwire. When an ipar occurred, heparin was reversed and the blood pressure was lowered, then the patient was rapidly coiled so that perforated portion was closed in a few minutes. In addition, thromboembolic complications occurred in 17 of the 1764 cases. The article states that one of the main reasons for thromboembolic complications was tearing of the original thrombus that was attached to the vessel wall by the microcatheter or microwire resulting in distal vascular thrombosis. One patient was treated using mechanical embolectomy; the other 16 patients were managed with antiplatelets.